Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they were having the pump replaced. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine, baclofen, and dilaudid, dose and concentrations not reported, via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the patient reported that their pump had not been working well for the past week and then their pump started alarming on friday with at two toned alarm. The patient stated that their next refill date was on (B)(6) and the only thing different was a dye study a couple of months ago but other than that nothing had changed. The patient was redirected to the healthcare provider to silence the alarm and interrogate the pump. No patient symptoms and no further complications were reported regarding the event.